Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-03724. It was reported the patient is not receiving effective stimulation and is going to have an MRI taken thus the patient is requesting to be explanted. Patient does not want to be reprogrammed. Surgical intervention is pending to address this issue.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-03724 . Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the entire system was explanted.